Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 140-190mg/dl fasting. Verified the strips expire 10/17/2017. Customer confirms the strips are stored properly and were first opened 1 week ago. Reviewed meter memory: 309mg/dl fasting:no, 192mg/dl fasting:no. Customer concerned with result of 192 mg/dl. Customer received a reading of 500 mg/dl on (B)(6) 2015 at 02:30 pm fasting and performed a back to back test with this meter and received a result of 320 mg /dl within 30 minutes apart. While customer was performing back to back blood test , he receive error messages and did not want to continue testing. Customer was not able to retrieve more than 2 results from the mete's memory. Adverse event not reported.